Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.